Event description:
It was reported that during a routine echocardiogram vegetation was noted on the patient's leads. The patient's implantable pulse generator (ipg) system was explanted and the infection was treated before the system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.